Event description:
Four devices (part # cev278-10, cev649-5b, cev10195r and cev625-1) were returned to mxi service and repair.

Manufacturer narrative:
Device 1 of 4, part #cev278-10, was evaluated and indicated that the faucet for the trocar head was broken off and unscrewed. The instrument showed multiple signs of shock. A connection was also missing. The faucet was likely fell off after excess strain during use or reprocessing. Device 2 of 4, cev649-5b, lot #121010, manufactured on 10/2012, was evaluated, the sheath was damaged and showed signs of impact. The instrument sheath was most likely damaged by shock or abrasion during use or reprocessing. Device 3 of 4, cev10195r, lot #120205, manufacturing date 05/2012, and device 4 of 4, cev625-1, manufacturing date 01/2012, were evaluated and no problems were observed. Instruments were complaint with manufacturing specifications. (B)(6). Note: this MDR is being filed as a result of an internal review of complaint from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's ref #: na. (B)(4).